Manufacturer narrative:
Conclusion: although the exact cause(s) of the reported experiences are unk, it is possible that the dimensional attributes of the involved device components may have caused or contributed to the reported events. This report and the associated info have been entered in our database for analysis and trending.

Event description:
Complaint rec'd reporting six incidents where radioisotope leakage/spills occurred after disconnected from hospira 14929-48 extension sets and ICU mfg 42384-11 intralock 3-way stopcocks. It was also reported that the hospira 14929-48 connector was depressed and did not return to sealed position. In each of the reported events, the "leak of solution was cleaned up per the facility protocol... The sets were removed replaced. The extension set (s) were flushed with another 10ml of normal saline and the procedures were resumed... The volume of radioisotope which was injected was sufficient to complete the stress test study. There was no reported delay in therapy critical to this pt. No reported adverse pt events. No medical interventions were required. Record review: a two (2) year review of the complaint database for this list #42384-11 and related problem recorded no similar reports. MFR analysis: a review of the 42384-11 device components, dimensional attributes of the stopcock luers was performed. The drawing review shows that the leading edge on the component luer (chamfer) measures .118 and than the designed attributes narrow to .109. A review of the hospira sets connector dimensions reflects that for optimal performance the sets connectors are compatible with iso male luers having an internal diameter between .062" - .110".